Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery, when the tendon was being removed in order to use it in the plasty, at the time of cutting and removing it, the tenotomo was rotated and it broke and a part of it remained inside the patient. Part of the tissue had to be opened in order to remove the part of the tenomoto that had been left within the patient and this was successfully removed. The patient was stable and he did not present any damage caused by the product. The procedure was completed by using another of the same device. No patient injury was reported.

Manufacturer narrative:
One (B)(4) slotted tendon stripper reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. Final product met specifications upon release to distribution.